Manufacturer narrative:
(B)(4).

Event description:
"Product sheared during case while pressure was being applied."

Event description:
Per the clinic, the patient experienced a performance decrement and intermittencies. Reprogramming and exchanging external equipment did not alleviate the problem. The device was explanted on (B)(6), 2010 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4)